Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 14-feb-2017: despite follow-up attempts no additional information was received. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain (interpreted as pelvic pain). She had been on morphine for pain control until surgery. The pain resulted in hospitalization for two weeks. She has a hysterectomy scheduled at which point device will be removed. Pelvic pain is an anticipated event in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that in this case, no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident due to hospitalization and required intervention (morphine) related to essure. According to the product technical complaint analysis, product quality detect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.

Event description:
This is a spontaneous case report received from an adult female consumer via regulatory authority (case# (B)(4)) in (B)(6) on 10-nov-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 at the age of (B)(6). The consumer had scopes (colonoscopy) done in (B)(6) 2016 to see if they could route the stomach pain to a gynecologist and as soon as she said what was going on for the past 16 months, and the medication that she was on, the doctor knew what was going on. She has been on prescription morphine for pain control until surgery. She has been suffering from swelling to the point of looking pregnant. The pain has resulted in recent hospitalization for two weeks. She feels constantly sleepy and suffers from no energy. She has a variety of blood work that has been done over the past 16 months and none of it consistent with problems with appendix. She has not had her period for about ten weeks. She has had constant stomach problems. She is scheduled for a hysterectomy later this summer, at which point the device will be removed. Follow up information received on 21-nov-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain (interpreted as pelvic pain). She had been on morphine for pain control until surgery. The pain resulted in hospitalization for two weeks. She has an urgent hysterectomy scheduled at which point device will be removed. Pelvic pain is an anticipated event in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that in this case, no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident due to hospitalization and required intervention (morphine) related to essure. According to the product technical complaint analysis, product quality detect could not be confirmed but is considered plausible. Further information has been requested.